Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united kingdom on (B)(6) 2024, it was reported that the patient encountered 4 infusion set leakage from tubing connector within 3 hours of insertion. The site of insertion was abdomen. No further information.